Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Data analysis: no data available on the insulin pump from (B)(6) 2015. Shows that the insulin pump had a daily total of 30.7u to 92.85u, basal total of 28.75u to 30.7u, bolus total of 0.0u to 64.1u a day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that cause of death was combination of diabetes and breast cancer. The caller stated that the customer had breast cancer, was on chemotherapy and contracted a bacterial infection. The customer had congestive heart failure and had a stroke (caller unsure when). The customer's blood glucose was 125 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected for ten (10) days. The caller stated that he disconnected the insulin pump because the customer was getting insulin from the insulin pump as well as getting insulin from the hospital staff. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.